Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with lcp one-third tubular plate, four (4) 4.0mm cancellous screws, and four (4) 3.5mm cortex screws for a left ankle on an unknown date. Patient was returned to the or on (B)(6) 2013, for removal of hardware due an infection. Surgeon removed all hardware without complication. Patient was revised to an external fixator. This report is for four (4) unknown 3.5mm cortex screws from the part family (B)(4). This is 3 of 3 reports for the same event, complaint #(B)(4).